Event description:
It was reported that the mentioned target device is too inaccurate. There was a delay of 5 min.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.